Manufacturer narrative:
The device was returned to solventum for analysis. Based on the provided video and testing of the sample, there was a leak at the y connector. Excessive handling or stress put on the y-connector tubing connections can result in a leak. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
A user facility reported the 3m¿ ranger¿ blood/fluid warming high flow set leaked at the y connector during a procedure. No injuries or medical interventions were required due to the alleged malfunction.